Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). 8110 failing pm. During binary switches, the barrel clamp will fail. Bio med tried to calibrate and still failed. Recommend to replace sizer assembly then the logic board or send in unit for level one repair. Gave price for a level one repair.